Manufacturer narrative:
A review of past 12 months quality notification was performed and no quality notification was raised on the reported defect of defective adapter. The reported defect cannot be confirmed as no photo/samples were returned for evaluation. Therefore, root cause could not be determined.

Event description:
It was reported that two boxes of bd¿ insyte had burr in the threading, preventing a luer connection to thread properly on once the catheter is in place. The following information was provided by the initial reporter: ¿a majority of catheters from two boxes have hubs that seem to have a bur in the threading preventing a leur connection to properly thread on once the cath is in place.¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two boxes of bd¿ insyte had burr in the threading, preventing a luer connection to thread properly on once the catheter is in place. The following information was provided by the initial reporter: ¿a majority of catheters from two boxes have hubs that seem to have a bur in the threading preventing a leur connection to properly thread on once the cath is in place.¿